Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer¿s blood glucose was between 144-650mg/dl which was treated by administering a manual injection. Reportedly, the customer changed the pump supplies to address the issue.